Event description:
The pt experienced a warm feeling and burning sensation where his deep brain stimulator batteries were located. Movement and palpation caused stimulation changes. When he was resting, the pt was 'okay'; when walking it started to burn. The pt was seen by his general doctor and was put on 'nerve pills' which would work for a little while. Device registration system indicates the pt expired. Multiple requests for info have been made without success. A follow-up report will be submitted if additional info becomes available. Please refer to mfg. Report# 3004209178200803711.

Manufacturer narrative:
.